Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they inejcted a patient with 2ccs of skinvive by juvederm into the cheeks. The next day, patient experienced vascular occlusion in the left cheek. 10 bottles of hyaluronidase were injected to dissolve the filler however the left cheek still had rendess and a cap refill test of greater than two seconds. Another three bottles of hyaluronidase were injected with a cap refill still over two seconds. The next day, an ultrasound scan was done and 1 bottle of hyaluronidase injected and teh capillary refill was under 2 seconds. The healthcare professional considered the event to be resolved.